Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for monitoring after receiving unsuccessful anti-tachycardia pacing therapy from their implantable cardioverter defibrillator. The patient was found to have hypokalemia. Potassium levels were repleted. No intervention was required. No further information was reported.

Event description:
New information noted that before the patient presented in the hospital, they had experienced ventricular tachycardia and ventricular fibrillation events. During these episodes the patient felt dizzy, had shortness of breath, clammy skin and numbness and tingling of their arm. Anti-tachycardia pacing therapy was unsuccessful during these events but the rhythm was converted successfully by high voltage shock from their device. The patient felt anxious about receiving another shock from their device, so they presented to the emergency room. During the hospital admittance, it was determined that the hypokalemia was due to chronic use of diuretics. The medications were changed and the patient was discharged in stable condition.